Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows an physician holding a catheter. The catheter. No anomalies are noted. Therefore, the investigation is inconclusive for the reported catheter notch issue as the provided photo was not sufficient to confirm the reported events. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using MRI powerport isp through the access site of right internal jugular vein for the port placement in the site of right chest wall. During the procedure it was reported that the catheter was allegedly found small indentation or notch. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using MRI powerport isp through the access site of right internal jugular vein for the port placement in the site of right chest wall. During the procedure it was reported that the catheter was allegedly found small indentation or notch. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows partial view of physician holding a catheter. The catheter surface was unclear due to poor quality of the photo. Therefore, the investigation is inconclusive for the reported catheter hole issue as the provided photo was not sufficient to confirm the reported events. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using MRI powerport isp through the access site of right internal jugular vein for the port placement in the site of right chest wall. During the procedure it was reported that the catheter was allegedly found small indentation or notch. There was no reported patient injury.